Manufacturer narrative:
Additional information: h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of an unspecified quantity of clearlink system continu-flo solution sets appeared kinked and lead to a leaked. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.